Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remove metal residues ') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), inflammation ("inflammation "), hypersensitivity ("allergic reaction "), genital haemorrhage ("heavy bleeding "), dyspepsia ("digestive problems "), rash ("skin rashes "), blindness ("loss of vision"), memory impairment ("lapse of memory "), fatigue ("extreme tiredness "), myalgia ("muscular pains") and impaired healing ("difficult to heal "). The patient was treated with surgery (essure removal by bilateral salpingectomy via laparoscopy and surgery to remove metal residues). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, inflammation, hypersensitivity, genital haemorrhage, dyspepsia, rash, blindness, memory impairment, fatigue, myalgia and impaired healing outcome was unknown. The reporter considered blindness, device breakage, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, impaired healing, inflammation, memory impairment, myalgia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel sulfate and ferric chloride. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remove metal residues') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), hypersensitivity ("allergic reaction"), genital haemorrhage ("heavy bleeding"), dyspepsia ("digestive problems"), rash ("skin rashes"), blindness ("loss of vision"), memory impairment ("lapse of memory"), fatigue ("extreme tiredness"), myalgia ("muscular pains") and impaired healing ("difficult to heal"). The patient was treated with surgery (essure removal by bilateral salpingectomy via laparoscopy and surgery to remove metal residues). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, inflammation, hypersensitivity, genital haemorrhage, dyspepsia, rash, blindness, memory impairment, fatigue, myalgia and impaired healing outcome was unknown. The reporter considered blindness, device breakage, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, impaired healing, inflammation, memory impairment, myalgia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulfate and ferric chloride. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: new number from ha from spain was added to reference section (secure verification code). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remove metal residues') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), hypersensitivity ("allergic reaction"), genital haemorrhage ("heavy bleeding"), dyspepsia ("digestive problems"), rash ("skin rashes"), blindness ("loss of vision"), memory impairment ("lapse of memory"), fatigue ("extreme tiredness"), myalgia ("muscular pains") and impaired healing ("difficult to heal"). The patient was treated with surgery (essure removal by bilateral salpingectomy via laparoscopy and surgery to remove metal residues). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, inflammation, hypersensitivity, genital haemorrhage, dyspepsia, rash, blindness, memory impairment, fatigue, myalgia and impaired healing outcome was unknown. The reporter considered blindness, device breakage, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, impaired healing, inflammation, memory impairment, myalgia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulfate and ferric chloride. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('remove metal residues / remains of the device left inside (two in the left horn, one in the vesicouterine pouch and another in the left side of the uterus)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), hypersensitivity ("allergic reaction"), genital haemorrhage ("heavy bleeding"), dyspepsia ("digestive problems"), rash ("skin rashes"), blindness ("loss of vision"), memory impairment ("lapse of memory"), fatigue ("extreme tiredness / plenty of tiredness"), myalgia ("muscular pains"), impaired healing ("difficult to heal"), swelling ("swelling") and abdominal discomfort ("gastrointestinal issues,"). The patient was treated with surgery (essure removal by bilateral salpingectomy via laparoscopy on (B)(6)2018 and surgery to remove metal residues on (B)(6)2019). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, device breakage, inflammation, hypersensitivity, genital haemorrhage, dyspepsia, rash, blindness, memory impairment, fatigue, myalgia, impaired healing, swelling and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, blindness, device breakage, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, impaired healing, inflammation, memory impairment, myalgia, pelvic pain, rash and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel sulfate and ferric chloride. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2022: the follow information were include swelling nos, gastrointestinal discomfort. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.